Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 244 mg/dl and a manual injection was administered to address the bg level. During a pump system check, a new cartridge was loaded and a minimum fill notification was received leading to an air leak as the cause of the occlusion. The customer reported manual injections were to be used for insulin therapy.